Event description:
During a coronary stenting drug eluting treatment procedure, stent embolization and balloon withdrawal difficulties occurred. The lesion being treated was in an unknown location. After angiography, the physician implanted a taxus express2 2.5x12 mm drug eluting stent, inflated for 20 seconds. Attempts were made to deflate the balloon, but it would not deflate. He pulled negative several times and then pulled the balloon to remove it. It finally deflated in the aorta. The physician was unable to locate the stent. He looked in the ramus and left main and stabilized the patient. The physician proceeded to do a cine on the whole body. The stent was found on the outside of the guide catheter. No patient complications were reported. Patient status reported as "ok".